Manufacturer narrative:
It was reported by the physician that patient has been referred to ucla for post-operative examination and last reported vision was 20/20. Examination date was not provided. No further information has been provided. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results shows a pass condition. Miq (measurement inspection quality) identifies lens corresponds to a 21.0 diopter measurement. Miq results were within specification. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported to the amo sales representative, that the intraocular lens (iol) was explanted in a secondary procedure from patient's left eye, due to excessive dysphotopsia (glare and halos). In addition, it was reported that anisometropia, anisokonia, polyplopia, and blurred vision with a best corrected visual acuity (bcva) of 20/50 were noted. No vitrectomy was performed but the incision was enlarged. A replacement lens was placed. Replacement lens was a non-amo lens, model and serial number were not provided. Patient was reported to be recovered with an outcome that does not significantly interfere with the activities of daily life. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder,